Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: visual inspection: the multifunction rod f/insertion instr (p/n: 03.168.010, lot #: 44p7436) was received at us customer quality (cq). Visual inspection of the received device showed that the distal tip of the device was broken, and the broken fragment was not returned. No other issues were identified with the returned device. Device failure/defect identified? Yes dimensional inspection: specified dimensions: tip diameter near breakage measured dimensions: tip diameter near breakage = conforming device used ¿ caliper document/specification review: the current and manufactured revision of drawings were reviewed no design issues or discrepancies were identified. Complaint confirmed? Yes investigation conclusion: this complaint was confirmed as the device received in broken condition. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its use. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 03.168.010, lot 44p7436: manufacturing site: balsthal. Release to warehouse date: march 27, 2020. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event occurred on an unknown date in 2020. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure, the compression sleeve broke. There was a surgical delay of sixty (60) minutes. The procedure was successfully completed. There was no patient consequence. This report is for one (1) multifunction rod f/insertion instr. This is report 1 of 1 for (B)(4).